Manufacturer narrative:
H9. Internal reference number: (B)(4). Voluntary medical device correction (remedial action) was initiated by the manufacturer on 2/4/2020, and the physician was provided a notification letter with recommended actions. D. Suspect device - software version is 1.6.

Event description:
Information was received confirming that the software version of the programmer used was version 1.6, and it was noted that system diagnostics were not performed when the low output current was seen. A few days later the patient returned to the clinic and there were no issues seen with the vns. Thus, it can be confirmed that the low output current warning was a false indicator. Internal testing and data review identified that false low output current messages can occur when m3000 v1.6 software programs a m103-106 generator after a specific programming sequence occurs. When m3000 v1.6 tablets initiate a programming session with a m103-106 generator, where its output current is programmed off (0 ma), and then the output current is programmed back on to >0 ma, a low output current message would be seen when an in-session interrogation is performed. This would persist upon multiple in-session interrogations and if diagnostics weren't performed during the session, show on the session report. Running system diagnostics or ending and restarting the session will confirm functionality of the device, and resolve the ¿output current low¿ error message. The low output current messages in these cases are false and do not impact generator function. No further relevant information has been received to date.

Event description:
It was reported that the patient's vns was turned off for an MRI. When the provider programmed the vns back to the previous settings, a low output current message was seen. The pre- and post-MRI settings are unknown at this time. It is possible that this event is related to the m3000 v1.6 false low output current warning message issue, as it occurred after programming the settings to > 0 ma. However, software version is needed to confirm. Attempts have been made to obtain further information. No additional relevant information has been received to date.